Event description:
A customer contacted beckman coulter regarding erroneous results on multiple assays that were generated by the unice dxi 800 access analyzer. The customer noticed an imprecision progblem with their qc results. The customer indicated that they investigated thr problem and discovered a hole in a reagent pipettor #2 tubing. The customer disabled the reagent pipettor #2 and placed a note on the instrument "not enable pippettor #2" and requested a repair service. Pt results un in 2005 were not reported out. The customer indicated that prior to the instrument service, another situation required to reboot the instrument. This action enabled the pipettor #2 automatically. The next day, the customer noticed qc problem again, and discovered that the pipettor #2 was enabled. Further investigation revealed that the defective pipettor #2 had been running over night. All samples ran on pipettor #2 wsere repeated and 27 corrected rpeorts were issued. The customer provided only psa results. The psa result (using pipettor #2) was 0.02ng/mg. The repeated psa result was 0.86ng/ml. The customer indicated that there was no change to patient treatment attributed to or connected with this event.